Event description:
It was reported that a user experienced low blood glucose while using the ilet bionic pancreas shortly after initiation, with a nadir of 68 mg/dl and subsequent rise to 84 mg/dl after self-treatment with a small soda; the event was attributed to early use while the system was still adapting. Symptoms included absence of hypoglycemia-related complaints. Outcomes included transient low glucose without need for hospitalization or emergency treatment, with recovery following carbohydrate intake. Investigation included troubleshooting and user education with assignment of additional training and a plan for clinical follow-up. Investigation of this case revealed no device malfunction, and the event was consistent with early adaptation and user learning period on the system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.